Event description:
Following intraocular lens (iol) implant surgery, a user facility reported that a patient came into the office reporting pain and decreased vision. When the surgeon examined the patient, she noticed that the patient's intraocular lens (iol) had dislocated into the anterior chamber. The surgeon took the patient to surgery to reposition the iol, but the iol would not stay in place. The surgeon decided to explant the iol. It was reported that this iol had previously dislocated and had been repositioned once before. The surgeon reports the patient outcome as good.

Manufacturer narrative:
The complaint device has not been returned for evaluation. Additional information was requested 12/13/2007 by mail and fax. A completed questionnaire was received 12/17/2007.